Event description:
The customer reported to customer service that her breast pump shut off and the adaptor was smoking. She quickly unplugged it from the outlet and when plugging it into a different outlet, she noticed that the wires were showing and sparking. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she saw smoke and sparking at the strain relief where wires are exposed and melted, but that there were no signs of fire or burning and that there was no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. Refer to eval summary for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short circuit which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.11 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 0.61 ohms, which indicates that there is a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 57.7 ohms, which is normal and indicates that the thermal fuse did not blow.